Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with test strips from multiple vials - unable to test. Most likely underlying root cause: (B)(4)-user's test strip had poor storage. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 94, 195, 182, 208 and 199mg/dl. The customer's expected fasting blood glucose test result range is 225mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer also stated they removed the test strips from the vial and placed them in a carrying case. The test strip lot manufacturer's expiration date is 08/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1:94mg/dl date: (B)(6) time:10:40pm fasting. Result 2:195mg/dl date: (B)(6) tiime:10:35pm fasting. Result 3:182mg/dl date: (B)(6) time:10:15pm fasting. Result 4:208mg/dl date: (B)(6) time:10:13pm fasting. Result 5:199mg/dl date: (B)(6) time:10:00pm fasting.